Event description:
My husband purchased ellume covid-19 home kit today, (B)(6) 2022, I followed all directions and watched the video 2x on how to perform the test. The kit gave me an error 29 message. Box lot # pk0c0-h. Expired 2022-10-31 analyzer lot # 21195-199. Upon contacting ellume, I was told that it was a problem with the kit. If the company knows that some kits have problems, why keep selling the kit at the store. FDA safety report ID# (B)(4).